Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc euphora coronary balloon catheter to treat a lesion in the left anterior descending (lad) artery. It was reported that balloon deflation difficulties and removal difficulties occurred following balloon inflation. The balloon failed to deflate while inside the coronary artery. After several attempts, partial deflation was achieved, allowing the balloon to be removed from the lad into the aorta. The inflation device was changed and there was continued attempts to deflate the balloon, but these were initially unsuccessful. Eventually, after ongoing efforts, the balloon deflated and was safely removed. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated had moderate plaque and was in the proximal left anterior descending (lad) artery. It was not difficult to remove the protective sheath or the packaging stylette. The device was inspected before use with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously-deployed stent. Resistance was not noted while advancing the device to the lesion. The device was being used to post-dilate a deployed stent. A 50/50 concentration of contrast and saline was used. One inflation had been performed prior to the deflation difficulties. A pressure of 24 atm was applied to the inflation. No difficulties were noted during the inflation of the device. The device was moved or repositioned while inflated when it was not possible to deflate it. The balloon had to be pulled into the aorta due to ischemia. Patient gender/sex and weight provided. Product analysis: the device was returned for evaluation. The balloon showed evidence of inflation on device return. The proximal balloon bond was necked. It was not possible to preform inflation/deflation testing due to the condition of the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.